Event description:
It was reported that the right atrial lead could not be implanted. The lead was not used and a new lead was implanted successfully. The patients condition was good.

Manufacturer narrative:
(B)(4).